Event description:
It was reported that there was no urine flow from the catheter on the day of use. The user confirmed that the catheter was placed correctly. The catheter was replaced, and urine flow was observed.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found no blockage in the drainage lumen. Water was introduced through the drainage funnel and came out of the drainage eye without difficulty. The flow rate test has been performed on the returned sample and passed. Therefore, the reported event is unconfirmed based on the investigation findings. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow from the catheter on the day of use. The user confirmed that the catheter was placed correctly. The catheter was replaced, and urine flow was observed.